Manufacturer narrative:
Approximate age of device- 1 year (calculated from the date when the mobile power unit was issued to the patient.) The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The manufacturer¿s technical services representative reviewed a submitted system controller log file and observed a no external power event on (B)(6) 2018 that appeared to be related to a loss of power to the mobile power unit (mpu). Additional information was requested but not provided.

Manufacturer narrative:
The mobile power unit (mpu) was not returned for analysis and remains in use. Although the evaluation of the submitted system controller log file confirmed a no external power event, a specific cause for this event could not be conclusively determined through this evaluation. The system controller log file revealed no external power/low battery hazard alarms while the system was powered by an mobile power unit (mpu). The associated voltage levels indicated that power to the mpu was lost. The mpu power was restored following the incident and the alarms cleared. Pump support was not affected and the system was supported by the emergency backup battery (ebb) during the incident. A review of the device history records revealed the device met applicable specifications and was manufactured with the v-lock ac connector. No further information was provided. The manufacturer is closing the file on this event.